Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Additional patient information: diagnosis: respiratory failure with hypoxia.

Event description:
It was reported that during patient transport the device was knocked and the pump module became loose. The nurse reattached the pump module to the pcu and resumed the primary infusion of argatroban 50mg/50ml to infuse at a rate of 0.275mcg/kg/min (1.5ml/hour). When the transport was completed and they arrived to the patient's room it was noted that the primary infusion bag was empty and the documented infusion rate was 9.188mcg/kg/min. The customer would like to know if the pump performed an unintended rate change or if it was manually programmed into the pump. There was no patient harm.

Event description:
It was reported that during patient transport the device was knocked and the pump module became loose. The nurse reattached the pump module to the pcu and resumed the primary infusion of argatroban 50mg/50ml to infuse at a rate of 0.275mcg/kg/min (1.5ml/hour) contained within a glass bottle. When the transport was completed and they arrived to the patient's room it was noted that the primary infusion bottle was empty and the documented infusion rate was 9.188mcg/kg/min. The customer would like to know if the pump performed an unintended rate change or if it was manually programmed into the pump. It was later reported that the patient required his lab work to be closely monitored due to the event. The customer felt that the lab results supported their belief that the medication had leaked out either from the spike in the bottle or somewhere in the line. However, it was later clarified by the customer that there was no leak noted and the patient's lab work did not demonstrate the expected elevated ptt lab result and were within the expected therapeutic range.

Manufacturer narrative:
The customer¿s report of an overinfusion of argatrobran, due to a rate change, was confirmed in the pump module event log. Log analysis results: the devices and associated tubing were not returned for investigation. The pump module event log shows pump module s/n (B)(4) was programmed to run at 1.5ml/hr with a vtbi of 50ml at 10:44 am on (B)(6) 2019. At 1:52 pm, the log shows a power on event. At 1:54 pm, the pump module was programmed to run an infusion at 50ml/hr with a vtbi of 50ml. (9 minutes) at 2:03 pm, the infusion was paused. At 2:06 pm, the device was channeled off. The log shows the device would have infused approximately 4.7ml at the rate of 1.5ml/hr and approximately 7.47ml at the rate of 50ml/hr. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause was user programming.

Event description:
It was reported that during patient transport the device was knocked and the pump module became loose. The nurse reattached the pump module to the pcu and resumed the primary infusion of argatroban 50mg/50ml to infuse at a rate of 0.275mcg/kg/min (1.5ml/hour) contained within a glass bottle. When the transport was completed and they arrived to the patient's room, it was noted that the primary infusion bottle was empty and the documented infusion rate was 9.188mcg/kg/min. The customer would like to know if the pump performed an unintended rate change or if it was manually programmed into the pump. It was later reported that the patient required his lab work to be closely monitored due to the event. The customer felt that the lab results supported their belief that the medication had leaked out either from the spike in the bottle or somewhere in the line. However, it was later clarified by the customer that there was no leak noted and the patient's lab work did not demonstrate the expected elevated ptt lab result and were within the expected therapeutic range.